Event description:
The pt reported he turned the stimulation off a couple of months before because it was bothering him. The stimulation was turning itself on "out of the blue" and stimulating the neck area. When the stimulation turns on by itself, the sensation will last between 1 to 5 minutes and this could happen about 50 times a day. The manufacturer representative gave the pt info relative to the pt programmer operation. Additional info has been requested, but was not available at the time of this report.